Event description:
The patient was revised because of loosening of the sleeve and stem. The stem spine broke on the distal portion. No in-growth after 4 years. **update** (B)(6) 2011 - litigation papers received. They allege that patient had a revision of the cup and insert. They also mention pain. Complaint was reopened to add the cup, insert, and head.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.